Event description:
Customer was calling because none of the buttons on the insulin pump were responding. Blood glucose was 79 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. The device was not dropped or hasn't fallen. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.